Event description:
While repairing device, noticed incorrect wiring color inside pump in the area of the pumping mechanism. As the device was being functionally tested in the biomedical shop after repair for error code #64 (nvram battery/logic board), the device free-flowed. Device did not alarm.